Event description:
Patient experiencing sudden onset of severe right upper extremity lymphedema, starting two weeks after receiving sculptra filler to the right chest wall, just above the right breast. Patient has a history of right breast cancer treated with right modified mastectomy, however, patient has only experienced mild lymphedema about once a year since this surgery 17 years ago.